Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure in approximately (B)(6) 2010. Patient had a laminectomy performed on (B)(6), 2011 on the level directly behind level treated with balloon kyphoplasty. "Some kind of mass" was seen on imaging between vertebral body and spinal canal. Imaging directly post balloon kyphoplasty showed no bone cement extravasations. Reportedly, a laminectomy was done successfully. Mass was removed and found not to be bone cement but of unknown origin. Mass was sent to pathology. Pathology report was not available. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.